Manufacturer narrative:
After further review of additional information received the following sections g7, h2, and h6 have been updated accordingly. Complaint conclusion: as reported, the sealant of an unknown mynxgrip vascular closure device (vcd) was accidentally deployed partially inside the vessel due to some unnoticed disease in the vessel that must have been caught during the balloon pull back. There was no reported patient injury. The deployer had mynx training and was certified. The device was used in an interventional peripheral procedure with a retrograde approach. The artery was suitable and verified based on angiography. Contrast was used during the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little or no vessel tortuosity. The patient looked healthy enough for a successful deployment procedure. The stick location was the femoral artery (fa). There was no presence of pvd / calcium in the vicinity of the puncture site as seen in the angiography. The deployer maintained tension on the catheter while tamping and no over-tamp was observed. The procedural sheath that was not greater than 7f. Hemostasis was achieved by manual compression for less than 30 minutes. Additional procedural details were requested but are unknown. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant misdeployment (intravascular)¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information available for review, vessel characteristics and handling factors (¿deployed partially inside the vessel due to some unnoticed disease in the vessel that must have been caught during the balloon pull back¿) most likely contributed to the issue reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation. Confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the mynx grip vascular closure device (vcd) was accidentally deployed partially inside the vessel due to some unnoticed disease in the vessel that must have been caught during the balloon pull back. Therefore, hemostasis was achieved by manual compression for about less than 30 minutes and the procedure was completed. The patient's hospitalization was not extended as a result of the event. The patient recovered after the procedure. There was no reported patient injury. The deployer had mynx training and was certified. The device was used in an interventional peripheral procedure with a retrograde approach. An angiogram was taken before the deployment of the procedure. Contrast media was also used during the procedure. It confirmed that the patient looked healthy enough for a successful deployment procedure. The artery was suitable and verified based on angiography. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little or no vessel tortuosity. The stick location was the femoral artery (fa). There was no presence of pvd / calcium in the vicinity of the puncture site as seen in the angiography. The deployer maintained tension on a catheter while tamping and no over-tamp was observed. There was no procedural sheath that is greater than 7f used before introducing the mynx. The device will not be returned for analysis since it was discarded, and the reporter was not able to provide the lot#. Additional procedural details were requested but are unknown.